Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm, model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator, model #: sc-4316, lot #: 17875650/18059562, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient started to have several breathing problems during a permanent implant procedure. While anchoring the final lead, the physician flipped patient on her back and patient was intubated. The physician then switched patient back over to prone and decided not to proceed with the procedure. The physician closed the incision site with leads and ipg inside. The patient was reportedly stable. It was believed that the patient had problems breathing due to a buildup of congestion described by the anesthesiologist, and was not as a result of the device or anything affiliate with the device.